Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100749499. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort. The device was noted to be improperly positioned and oversized. As a result, the cylinders and pump were explanted and replaced with a smaller size, while the reservoir was retained. No further patient complications were reported.